Manufacturer narrative:
The biomedical engineer (bme) reported that the temperature was inaccurate and that the readings would be under 97 degrees in most cases. They emailed in requesting an exchange for his vital sign monitor temperature probe. The warranty for this device expired on 09/16/25. We do not offer billable exchanges for this unit, so a new temperature probe will need to be purchased. We inquired what the expected readings were and what the incorrect readings were, but the customer was unresponsive. No reports of patient harm were mentioned. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D1 brand name, d4 model number, catalog number, serial number, UDI number, g4 PMA / 510k number, h4 device manufacture date. Additional device information: d10 concomitant medical device. Exergen temperature module: model: 124234-ac-gn, sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the temperature was inaccurate and that the readings would be under 97 degrees in most cases. They emailed in requesting an exchange for his vital sign monitor temperature probe. The warranty for this device expired on 09/16/25. We do not offer billable exchanges for this unit, so a new temperature probe will need to be purchased. We inquired what the expected readings were and what the incorrect readings were, but the customer was unresponsive. No reports of patient harm were mentioned.